Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to implant loosening.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device shows cement and bone in the cement pocket. There is also some surface scratches and damage to the bottom side of the patella. The lot number is unknown for this device. An evaluation performed by our research lab noted the genesis ii resurfacing patella was burnished, deformed, and damaged on the articulating surface. The damage appeared to be greater than that typical of normal articulation. The non-articulating surface had cement well-adhered to the cement pocket, and also showed signs of burnishing, deformation, and damage. One edge was especially deformed, as was the closest peg. The component may have been subjected to greater than expected forces which could have occurred due to uneven articulation, a fall, or during extraction. The exact cause of failure could not be determined. An investigation performed by our clinical medical team noted that no relevant clinical supporting documents were provided therefore, a medical assessment could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.